Manufacturer narrative:
The investigation has determined that a non reproducible, falsely elevated vitros tropi es result was obtained from a patient sample using the vitros 5600 integrated system. The most likely assignable cause of this event is unknown. The increased imprecision noted for the non ocd second level of quality control cannot rule out an issue with the vitros tropi es reagent at the time of the event. In addition the troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. There was no evidence to suggest a vitros analyzer related issue contributed to the event. Pre analytical sample processing could not be ruled out as the customer is processing the samples outside of the sample collection device manufacturer¿s recommendations and improper pre-analytical sample handling, cannot be ruled out as a contributing factor to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient result: 0.953 ng/ml vs. <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was reported from the laboratory, however, upon obtaining the repeat results, a corrected report was issued. The patient was admitted for observation as a result of the higher than expected tropi es value, however, no treatment was altered, stopped, or initiated. The patient was since released and there was no allegation of patient harm. (B)(4).